Event description:
It was reported that shortly after implantation, the right ventricular (rv) lead became dislodged, resulting in a cardiac perforation. In addition, the patient incurred cardiac tamponade from the perforation and a resulting hemothorax. Sternotomy with hematoma evacuation and lead removal was required. The rv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5086mri52 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).